Event description:
Pt was admitted to hospital for right total hip arthroplasty in 2003. During surgery the anesthesiologist noted the "no output alarm" on the datex ohmeda desflurane vaporizer. The anesthesiologist switched to a different anesthetic agent. The pt did not suffer an adverse outcome. The vaporizer was removed from the anesthesia machine at the end of the case, red tagged and sequestered. The vaporizer will be exchanged by the company rep in 2003 and sent to the co's product evaluation team.